Manufacturer narrative:
This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 02k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic ca19-9 results when comparing a manually diluted versus an auto-diluted specimen while using the architect ca19-9xr assay on 2 different architect i2000sr analyzers. The customer provided the following data (u/ml): (B)(6). The specimen was sent to another site to be tested. It is unknown if the specimen was tested using the architect assay. The result generated was 1145.98 (on board dilution). There was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, and a review of labeling. Return material was not available. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 71010m800. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 71010m800, was identified.